Event description:
It was reported that the pod was worn for longer than 48 hours. The patient stated that they did not feel the cannula insert when the pod was placed. The patient further stated upon removal of the pod, the cannula was not visible, indicating a needle mechanism failure. The patient reported a communication error was received during operation but could not recall what the error message was, only that it was not working. There was no impact to the patient's glucose level reported, and no information regarding treatment provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation, as it has been discarded. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios: omnipod software app version: 2.1.0, operating system: 18.6, hardware: iphone14.7, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.